Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that there was difficulty recharging. They were having coupling trouble, they were able to get half at best, the last couple of days. The recharger was working fine prior. The patient said that they had spoken with the manufacturer representative (rep) and was told to call for a recharger antenna replacement. There was a damaged antenna. It was noted that the recharger antenna would be sent to patient. The patient tried to assess implant site, the patient reported that the implantable neurostimulator (ins) felt like it was trying to move lately. They could not give a time frame as to when the device started to try to move. Patient services were unable to assess the amount of movement to determine if this was normal. The patient reported on (B)(6) 2015 that the new antenna was working much better and it was much easier to recharger. Other relevant medical history includes spinal pain. If additional information is received, a follow-up report will be sent.